Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: 20086901 we have had incidents with faulty tubing from bd alaris pump infusion sets. In both cases, the tubing spontaneously disconnected when the nurse removed the tubing from the pump. She did not pull, yank, or remove the tubing from the pump chamber with excessive force. No injuries or harm was caused, as no hazardous drugs were attached to the tubing.

Manufacturer narrative:
Investigation summary: two photos of a primary set, model 2426-0007, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's upper fitment was disconnected from the silicon pumping segment. No other defects were observed. The customer's complaint that tubing spontaneously disconnected was verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2426-0007. Batch/ lot #: 20086901. We have had incidents with faulty tubing from bd alaris pump infusion sets. In both cases, the tubing spontaneously disconnected when the nurse removed the tubing from the pump. She did not pull, yank, or remove the tubing from the pump chamber with excessive force. No injuries or harm was caused, as no hazardous drugs were attached to the tubing.